Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a symptomatic patient presented to emergency room after receiving inappropriate therapy due to post -paced t-wave oversensing. Programming changes were made. A week later, patient received another inappropriate hv therapy due to t-wave oversensing. The device reprogrammed and patient was admitted overnight for monitoring.